Event description:
The customer reported the ventilator's low o2 supply alarm was sounding while it was in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was able to duplicate the reported event. The service technician reported when the o2 supply is connected and o2 > 21% applied during testing, the ventilator o2 supply display reads off in the hardware screen. The service technician reported the ventilator failed testing of the oxygen supply pressure switch. If the oxygen supply pressure switch opens during normal ventilation at o2 > 21%, a low o2 supply alarm results. The service technician replaced the oxygen regulator to correct the reported event. Extended self testing and performance verification testing was completed, and all tests passed to operating specifications. The ventilator will alarm due to a loss of oxygen supply and will continue to provide ventilatory support to the patient, however the loss of the oxygen source can be detrimental to a patient.

Event description:
It was reported that the patient has expired after an implant duration of approximately 2.3 months. Through follow-up with the health-care provider, a response was received. Unfortunately, the cause of death was not provided. Per the operative report of (B) (6) 2009: the patient tolerated the procedure well and will be brought to the intensive care unit in stable condition following the procedure. The patient's family was updated about the patient's condition and the difficulty of the operation, as well as informed about the fragility of the patient's tissues.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The patient also had two other devices implanted; (B) (4). On 04/13/2010, through follo-up with the health-care provider via fax, the expiration summary was received. Per the expiration summary, the patient had "repeated episodes of ventricular fibrillation and tachycardia requiring cardioversion in multiple times. Amiodarone and lidocaine drips were increased. He also presented progressive vasoplegia requiring progressive inotropic support, and vasopressor support with norepinephrine. On (B) (6) 2009, discussion was made with the family and the wife of the patient among in accordance with the rest of the family requested stopping further therapy, so the comfort care measures were implemented and the patient expired on (B) (6) 2009 in the afternoon."

Event description:
It was reported that the patient has expired after implant duration of approximately 0.2 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received; however, the cause of death was not provided.per the operative report of (B) (6) 2009, "the patient left the operating room in critical condition."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received, however, the cause of death was not provided. A device history record review is in process.